Event description:
During the implant procedure, the screw would not extract. The lead was not implanted.

Manufacturer narrative:
(B) (4). Conclusion: the function of the helix mechanism was found to conform to established specification utilizing an undamaged stylet. The function of the mechanism was found to be compromised by the damages sustained by performing the stylet, which likely caused the abnormal bend to the blade tip. As was demonstrated in this case, it was necessary to apply 10 rotations of the butterfly device with the second stylet in order for the helix to retract. As stated by the physician in this case, only 8 rotations were regularly used in retraction attempts.